Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.4 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Upon review of the meter's result memory, the result of 4.0 inr was measured on (B)(6) 2019, not (B)(6) 2019 as alleged by the customer. The meter memory result observed on (B)(6) 2019 is 3.5 inr. The occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number (B)(4). At the beginning of (B)(6) 2019 on an unknown date and time, a sample from this patient was tested using the meter and the result was "in the 4.0 inr range". Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.9 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. On (B)(6) 2019 at 1:00 p.m., a sample from the patient was tested using the meter, resulting with a value of 4.8 inr. Within 7 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr. The patient's therapeutic range is 2.5 - 3.5 inr.